Manufacturer narrative:
Investigation: the complaint was investigated for an acquisition 31 error when using the z6ms transducer. The transducer was returned, and an investigation was performed. Engineers were able to reproduce an acquisition 31 error. The cause of the issue was determined to be a gastro flex thermistor trace crack and open because of insufficient gastro flex reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that a patient who was given sedation peri-procedure, underwent a transesophageal echocardiography (tee) for a cardiac procedure. In the middle of the tee while the physician was scanning and evaluating the patient, the transducer generated a usacquisitionhw_31 error. The ultrasound system was rebooted and functionality was restored; however; it still failed with the same error message. Since the error persisted, the procedure was completed on a different but similar ultrasound system and with a new transducer. There was a delay of 20-30 minutes while the devices were replaced. The images taken from the initial ultrasound system were saved but were not used as the procedure was completed on a different system. There was no patient adverse event reported. No additional information was provided.